Event description:
Customer reached out on 4/16/2019 to let us know she had a difficult time removing her cup and ended up seeking medical care in order to remove it. We followed up with her on 4/16/2019 providing removal tips and offered a refund, but never heard a response from the customer after following up again on 5/7/2019.